Event description:
It was reported that during the implant procedure, the physician noted that the lead helix had a small cotton wire attached. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The analyst noted that no cotton was apparent on the helix. The lead was not received in the packaging at the time of analysis, and cleaning was performed prior to analysis.